Manufacturer narrative:
Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited.

Event description:
It was reported that during a surgery, the screw head broke inside the patient. The fixation was completed with a second tibial interference screw 9x25mm. No serious injury was reported. A drill smith & nephew was used to prepare the insertion sites, instruments 3-9mm for tibial screw 10mm tibial 8mm dilated to 9 for filling femoral tunnel were used, 4 diameter 8mm femoral, 9mm tibial graff size and femoral 8mm tibial 9mm tunnel size. All the pieces were removed. The backup device was used in the same tunnels.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery, the screw head broke inside the patient. The fixation was completed with a second tibial interference screw 9x25mm. No serious injury was reported.